Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
Results: bd received actual sample and 6 photos from the customer facility for investigation in support of this complaint. The samples and photos were evaluated and the customers¿ indicated failure mode for foreign matter on needle with the incident lot was observed. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Refer to CAPA (B)(4). Conclusion: an absolute root cause for this incident cannot be determined. Confirmed complaint. Bd was able to confirm customers' indicated failure mode of foreign matter on needle. Refer to CAPA # (B)(4), for fm on needle, to document the investigation path, root cause analysis and remediation plan to include corrective and preventative action. Refer to CAPA #(B)(4).

Event description:
It was reported that the customer noticed foreign matter on the needle, prior to use, from a bd vacutainer® flashback blood collection needle, 22gx1", with a black shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.